Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration, malposition of essure device: fallopian tube, migration of essure device location of device: abdominal cavity') in an adult female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blepharitis, chalazion, pterygium and pyelonephritis. Date & type of confirmation test was not given. Result-unknown. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), allergy to metals ("nickel allergy") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, nausea, alopecia, vaginal haemorrhage, female sexual dysfunction, infection, allergy to metals and pelvic adhesions outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, infection, menorrhagia, nausea, pelvic adhesions, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal. Bleeding-menorrhagia (heavy menstrual bleeding), breakage, migration, bladder problems. Urinary problems, fatigue, nausea, hair loss. Discrepancy as per pif: date of insertion: (B)(6) 2010, and removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result-confirmation of tubal occlusion by essure contraceptive devices. There is questionable small filling defect within the left uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: plaintiff fact sheet received : new reporter, lot number , lab data added. New event - pelvic adhesions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: date & type of confirmation test was not given. Result-unknown. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), nausea ("nausea") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, nausea and alopecia outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal. Bleeding-menorrhagia (heavy menstrual bleeding), breakage, migration, bladder problems. Urinary problems, fatigue, nausea, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result-unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration, malposition of essure device: fallopian tube, migration of essure device location of device: abdominal cavity') in an adult female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blepharitis, chalazion, pterygium and pyelonephritis. Date & type of confirmation test was not given. Result-unknown. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), allergy to metals ("nickel allergy") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, fatigue, nausea, alopecia, vaginal haemorrhage, female sexual dysfunction, infection, allergy to metals and pelvic adhesions outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, infection, menorrhagia, nausea, pelvic adhesions, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal. Bleeding-menorrhagia (heavy menstrual bleeding), breakage, migration, bladder problems. Urinary problems, fatigue, nausea, hair loss. Discrepancy as per pif: date of insertion: (B)(6)2010, and removal: (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: result-confirmation of tubal occlusion by essure contraceptive devices. There is questionable small filling defect within the left uterine horn.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: date & type of confirmation test was not given. Result-unknown. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), nausea ("nausea") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, nausea and alopecia outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: received treatment for pain-dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/abdominal. Bleeding-menorrhagia (heavy menstrual bleeding), breakage, migration, bladder problems. Urinary problems, fatigue, nausea, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: result-unknown. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: lawyer was added. Case become incident, previously added injury nos was replaced with dysmenorrhea & new events- dyspareunia, pelvic pain, abdominal pain, menorrhagia, breakage, migration, bladder problems, urinary problems, fatigue, nausea, hair loss were added. Lab test was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration, malposition of essure device, migration of essure device location of device: abdominal cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blepharitis, chalazion, pterygium and pyelonephritis. Date & type of confirmation test was not given. Result-unknown. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, nausea, alopecia, vaginal haemorrhage, female sexual dysfunction, infection and allergy to metals outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, infection, menorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/abdominal. Bleeding-menorrhagia (heavy menstrual bleeding), breakage, migration, bladder problems. Urinary problems, fatigue, nausea, hair loss diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result-unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received events "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), infection (other), nickel allergy" were added. Reporter information and medical history were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.